Event description:
It was reported that the guardians noticed an obvious decline in the child's hearing performance on (B)(6) 2012. Problems of external devices are excluded and history of head trauma is denied by the guardians. Latest testing in situ showed that the device has malfunctioned. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evil. When available, a device failure analysis will be submitted as a f/u report.